Manufacturer narrative:
The device was discarded and unavailable for investigation. Therefore, the exact root cause of the reported issue could not be determined. The IFU provides the following warning related to the complications possible when using these devices: in common with other catheterization procedures, complications may occur. These may include intimal disruption, vessel wall perforation, balloon rupture with fragmentation, tip separation, local or systemic infection, arterial thrombosis, local hematomas, air embolus, rupture of aneurysm, arterial spasm, distal embolus of blood clots or arteriosclerotic plaque, arterial dissection, and hemorrhage. Exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. Excessive handling during insertion, or plaques and other deposits within the vessel may damage the balloon and can increase the possibility of balloon rupture. The possibility of balloon rupture must be taken into account when considering the risks involved in the catheterization procedure. Due to the increased rate of occurrence of this issue CAPA: 2024-007 has been opened to further investigate the issue. The lot number of the product was not provided. Therefore, we're unable to perform a lot review. Note: this is report 3 of 3 related to the third catheter used on the second patient.

Event description:
It was reported that the doctor experienced 3 recent balloon ruptures with the tuftex over-the-wire catheters. An operation on a patient on (B)(6) 2025 experienced 2 ruptures and an operation on a patient on (B)(6) 2025 experienced 1 rupture. This is report 3 of 3 related to the catheter used on the second patient. It was reported that the tuftex otw balloon ruptured during the procedure. The ruptures either occur on an initial pullback or after the initial pullback was successful and a repeated pullback is required. No injury was reported to the patient. Another device was used to complete the procedure. The devices was discarded.